Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000060189. It was reported to abbott that the patient experienced ineffective therapy. Patient also experienced ipg site getting hot and felt like it would tug on them. Surgical intervention took place where the complete system was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17910. It was reported the patient experienced ineffective therapy. Patient also experienced ipg site getting hot and felt like it would tug on her. Surgical intervention took place on (B)(6) 2022 where the system was explanted to address the issue. The investigation did not determine the lead that was responsible for the issue.